Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported that mosaiq allows a field to be treated when some of the leaves in the multileaf collimator (mlc) are malfunctioning and not falling into their correct positions as planned. Based on the available information, there was no report of mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Elekta engineers found that the mlc positions on mosaiq were correct. Regarding the leaves (which sit behind the jaws), these are controlled by the linac, not by mosaiq (or the tps). Any gaps in such leaves (real or represented) will not cause any leakage as they are covered by the jaws. Based on the available information, there is no mistreatment. The device was working as designed and expected.